Event description:
It was reported that the quick bolus function was not working. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. There was no reported adverse effect to the customer's blood glucose level.